Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, a type 3b endoleak with sac growth was identified. The date of event has been estimated base on information received. A secondary procedure was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve the reported event. The procedure was successful and the patient was reported as doing fine post intervention.

Event description:
Additional information: during the investigation of this case, the reported type 3b endoleak has been refuted, rather a type 1b and 2 endoleaks were identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of: the reported type 3b endoleak was refuted, rather there was a type ib endoleak of the left common iliac artery and a type 2 endoleak (lumbar). The reported sac growth could not be confirmed with the medical records /images available for review. Device, user, procedure or anatomy relatedness could not be determined for the type ib endoleak with the medical records /images available for review. The type 2 endoleak (non- device related) is anatomy related. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.